Event description:
The hemodialysis (hd) pt's nurse reported that during hd treatment the pt experienced an episode of loss of consciousness (loc) with a new onset of seizure activity lasting for five minutes while using a fresenius dialyzer. The dialysis treatment was stopped and the pt was treated with 200 ml bolus of ns. The pt was transported to the hosp and admitted with a diagnosis of increased heart rate and loc. The pt was discharged in stable condition and continues dialysis treatment with the use of a new dialyzer.

Manufacturer narrative:
A clinical investigation and med assessment was performed. During a follow-up call, the dialyzer nurse stated that the pt continued treatment with a new dialyzer without any further problems. Per the fmc associate med dir, the event is possibly related to the dialyzer. However, the causality is not conclusive. Loc with seizure is not typical for a dialyzer reaction. The pt has been on dialysis for the past 3 years without any problems. Neither the lot number nor the sample was retained for further evaluation. The actual sample was discarded and not available for physical evaluation. A record review was performed on all lot numbers delivered to the pt during the last 3 months since the lot number was unk. A batch record review was conducted and confirmed there were no deviations or non-conformances during the mfg process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.